Event description:
It was reported that during a procedure a crbs polarx fit balloon cath st ous was selected for use, however after the third cooling and deflation, a blood detection error occurred. It was decided to replace the cryo cable and the catheter and that resolved the issue. The procedure was completed. No patient complications were reported. The catheter was received by boston scientific for analysis.

Manufacturer narrative:
Polarx fit balloon cath st was evaluated by boston scientific. Visual inspection noted there was visible blood was seen inside the balloon and no external damage was noted. A balloon dissection was performed, and the catheter handle was opened to further investigate the breach leading to the blood inside the balloon. Both the inner and outer balloons were pressurized individually while being submerged in a water bath. A leak was found while pressurizing the inner balloon leaking out the distal tip of the guidewire lumen. The leak is indicative of a guidewire lumen breach. The balloons were cut away to further examine the guidewire lumen for the leak. A leak path was found in the adhesive on the distal side of the marker band. This is a known failure spot. When an ablation is performed, this adhesive freezes and with manipulation can lead to the guidewire lumen cracking and creating a leak path. The reported blood detect failure was confirmed through cis analysis.

Manufacturer narrative:
The device has been received for analysis, after completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a crbs polarx fit balloon cath st ous was selected for use, however after the third cooling and deflation, a blood detection error occurred. It was decided to replace the cryo cable and the catheter, resolving the issue. The procedure was completed. No patient complications were reported.the device is expected to be returned for further analysis.